Event description:
Account alleged that the siderail functions stopped working due to the siderails cables being cut by the latching mechanism for the siderail. Account alleged that bare metal wiring was visible. Pts were in the beds, and the beds were being used in regular pt rooms. Account stated that there were no injuries.

Manufacturer narrative:
Repair has not been completed at this time.